Event description:
Investigation results completed on a smiths medical cadd-ms 3, slate gray, mdl 7400 pump. New updated information on date of event and returned device ,along with completed analysis.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd-ms 3, slate gray, mdl 7400 pump. Complaint was not verified in event log and during testing, unable to verify pump loosing program, however the pump alarmed error code 116, which in indicative of defective motor. The motor was replaced. The overall condition of pump was in good shape. Complaint could not be verified.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost programming. There were no reported adverse events.